Event description:
The physician's office reports that the patient has a low battery, and that the patient's wife has reported an increase in small seizures. Clinic notes were later received informing that a low battery was seen on the patient's vns device and that replacement of the vns battery was recommended 2 months prior to the most recent increase in seizures. Further follow up with the physician's office confirming that the patient's device has not been checked since the recent increase in seizures. It was mentioned that the physician does believe that the recent increase in seizures may be related to battery depletion; however, the most recent battery status of the generator is currently unknown. No known surgical intervention has occurred to date. The explanted product has not been received to date.

Event description:
Implant card was received indicating that the patient had a generator replacement due to ifi-yes. The explanted device was discarded.